Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the knot was undone with two proglide devices relative to an unspecified procedure using a 6f sheath. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿knot was undone¿ was confirmed as a link separation. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4 - lot no, expiration date. H4 - device mfg date.